Manufacturer narrative:
The initial "date received by manufacturer" on emdr 5403187 with MFR report number 3030677-2024-04031 should be 10november2024.

Event description:
It has been reported that the device is failing self-test.